Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the battery status indicator on the heart lung console was flashing red, indicating the back up battery power may not be available. The device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.